Event description:
On several occasions after using the glucose test strips in question, my blood was calculated lower than 60. Symptoms were not displayed on these occasions and I compensated for the lower blood sugar by taking glucose tablets and extra food. This in itself could have made my blood sugar go higher than normal. I did not retest to check my sugar after the consumption of glucose. Dose or amount: one per use. Frequency: one per day. Route: other. Dates of use: (B)(6) 2010. Diagnosis or reason for use: keep track of blood glucose levels.